Manufacturer narrative:
Not applicable

Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing atopic dermatitis was irritated under the lifevest equipment. Patient described the area as irritated by the electrodes. The patient reported having known general skin issues. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisol ointment for the skin irritation. Follow up indicated that the skin irritation improved.